Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was provided for evaluation and the allegation was confirmed as signal loss greater than one hour. The probable cause was the transmitter and app were unable to establish a connection. The reported event of an unknown sensor issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.